Manufacturer narrative:
(B)(4). Attempt to obtain additional information was unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinician that this implantable cardioverter defibrillator (ICD) emitted tones and the right ventricular (rv) lead exhibited a shock impedance measurement of 0 ohms. Boston scientific technical services (ts) was contacted for troubleshooting assistance. Ts discussed interrogating the device and the possibility that the measurement of 0 ohms could be due to electromagnetic interference. This ICD and rv lead remains in service. No adverse patient effects were reported.